Event description:
The patient had lost a significant amount of weight due to having less pain. Because of the weight loss, the pump was painful for the patient. The pump was being moved. They were also going to reposition the catheter as the patient was having less effective therapy and the catheter was found to have slid down somewhat. The device system was delivering hydromorphone. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2012, product type pump; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The physician felt the anchor was to blame for the catheter migration.

Event description:
The patient was receiving effective therapy after the revision.

Manufacturer narrative:
(B)(4).